Manufacturer narrative:
Unit passed the active current measurement, sleep current measurement test, self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. No insulin flow blocked alarm found in pump downloaded history during event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. No power related alarms or alerts were found in adapt on the event date or seven days prior. Pump was cut to perform visual inspection and found evidence of moisture damage on electronic assemblies. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case (battery tube), battery tube threads - cracked and label damage (faded end cap address label). No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Failed battery test not confirmed. Cosmetic damage confirmed at back of the pump. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported scratches on the screen, insulin pump rejected new batteries and random no insulin delivery alerts. The customer reported no adverse event. The event involved product(s) mmt-342,mmt-431ag,mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-342,mmt-431ag,mmt-1884.